Event description:
It was reported that the impedance test was run four times. It was noted that the patient felt stimulation on contacts 0 to 7 but when the patient lied down they felt no stimulation. It was noted that the patient felt stimulation on contacts 8 to 15 but when the patient lied down they were overstimulated. It was noted that the patient was using adaptive stimulation up until now but the manufacturer representative was going to advise it to be turned off. It was noted that contacts 0 through 7 were high out of range on all four impedance tests. It was noted that impedances were high out of range on 3 of the 4 impedances tests however, one impedance test gave a range between 855 and 5962, with only contact 11 out of range. Additional information received reported that an x-ray would be taken to check lead connectivity to the implantable neurostimulator (ins) header. It was noted that it had not yet occurred. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).